Event description:
In 02/03, the patient was seen at the center for device evaluation. The patient reportedly was experiencing intermittent sound percept problems for approximately six months. In 03/03, the patient was seen by a company representative for device evaluation. The patient reportedly experienced a decrease in performance and sound percept problems while using the sound processor. Testing performed confirmed that the device was functioning and revealed a slight current spread among two electrodes. The center continued to monitor this patient. In 2003, the patient's device was explanted without prior notification to the company. Information received with the explanted device indicated that there was a current spread noted on the electorde array. The patient reportedly did not respond to programming adjustments and continued to experience sound percept problems.